Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that implantation of a flexima biliary stent was needed due to the tumor. They followed the instructions and were able to position the flexima biliary stent in the channel; however when a release was performed, they could not release it successfully. It was found that the flexima biliary stent became broken due to how much effort had been exerted. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2022. During the procedure, it was noted that implantation of a flexima biliary stent was needed due to the tumor. They followed the instructions and were able to position the flexima biliary stent in the channel; however, when a release was performed, they could not release it successfully. It was found that the flexima biliary stent became broken due to how much effort had been exerted. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was broken and stretched, the broken section was not returned for analysis. The guidewire was stuck in the delivery system and push catheter buckled on the proximal section. The suture was detached and was not returned for analysis. The push catheter was bent on distal section. The stent was still loaded in the delivery system but without the suture, however the suture hole was torn. No other problems with the device were noted. The reported event of stent break was not confirmed, based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was observed that the proximal section of the guide catheter became broken and stretched, the broken section did not return for analysis, guidewire stuck in the delivery system and push catheter buckled on the proximal section, suture detached and was not returned for analysis, the push catheter was bent on distal section, and the stent was still loaded in the delivery system but without the suture. According to the complaint information, the physician could not proceed with the deployment of the stent inside the patient, after the flexima became broken due to how much effort had been exerted on the device. It is possible that anatomical or procedural factors encountered during procedure could lead to the reported issues. Additionally, the stent returned in good condition and loaded in the delivery system but without the suture. Based on the visual inspection the reported issue of stent break will be documented as no problem detected the device complaint or problem cannot be confirmed. Therefore, based on the information available and the analysis performed, it was determined overall that the investigation conclusion code for the encountered issues will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.